Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. But note, that there were three pieces destroyed, because one had a scratch on the surface, while two others the surface coating was abnormal. Device is not distributed in the united states, but is similar to device marketed in the USA. The UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced lower limb numbness beginning (B)(6) 2012. It was also noted the severity of the anticipated event was mild, no impairment, and no course of action was taken. The current state of event was resolved on (B)(6) 2012. The investigator concluded the event was possibly related to the type of surgery, and definitely not related to the implant. The implant has not been explanted.

Event description:
It was reported clinical prodisc-c study patient experienced numbness in both hands, limb numbness with left being harder than right, and right limb pain. Upon examination, the investigator noted beginning (B)(6) 2012, the patient was experiencing left limb numbness. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was resolved on (B)(6) 2014. On (B)(6) 2013, the patient returned to study site. The investigator noted beginning (B)(6) 2013, the patient was experiencing numbness in both hands. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was noted as ongoing with no treatment plan. On (B)(6) 2014, the patient returned to study site. The investigator noted beginning (B)(6) 2014, the patient was experiencing right limb pain. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was noted as ongoing with no treatment plan. The investigator concluded the events were possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown prodisc-c implant. Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.